Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display blood glucose test results. The customer is concerned with tests results from all of the non-fasting results obtained. The expected non- fasting blood glucose test result range is below 250mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 148mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 01/31/2021 and open vial date is february 2020. The meter memory was reviewed for previous test result history. (B)(6).